Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 131mg/dl. The customer was assisted with troubleshooting. The customer stated that they received a open book image on insulin pump display. Customer stated that insulin pump was exposed to light water and then the pump started alarming and showed an open book. Customer also confirmed a crack on the insulin pump case. Customer was advised to discontinue use of the insulin pump and to refer to the back-up plan. The device will be return for analysis.